Event description:
Baxter colleague IV pumps model 2m8151, 2m8153, and 2m8161 have all exhibited excessive failures at our facility since they were delivered on site. Baxter continuously denied any problems for years with the pumps and insisted it was due to user error or poor preventative maintenance. In addition the pole clamp specifications in the owners manual are wrong for the design of the pole clamp v-block on the pump. There have been several instances of the nurse over-tightening the pole clamp in order for the pump to stay on the pole. This overtightening would leave the metal sub-plate broken and the pump would fall off the pole, possibly causing injury.